Event description:
Event description as reported by user through medwatch program: during diffusion test, pt inhaled fast and deep and started to cough uncontrollably. Pt coughed up a small (approximately 3/4" x 1/2 cm) piece of plastic which came from the inside of the pt filter on the mouthpiece. Pulmonary function test continued with different mouthpiece and filter. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Suspect that plastic described by user is from a damaged filter support fin the broke from one of the plastic halves. First report of such issue. Have reviewed filter assembly work instructions that note that inspection of components is to take place prior to the sonic welding step. Will edit the instructions with pictures to identify specific issues/areas to be inspected and unacceptable conditions to be looking for.